Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported filling the insulin pump rather than a reservoir with insulin. During troubleshooting, multiple motor error alarms, as well as an aa17, aa54, aa47, and an a121 were discovered, all on (B)(6) 2015. There was no significant event reported leading up to the motor error alarms. The customer was advised to discontinue use of the insulin pump, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 58 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test and verify test and verify alarms due to motor error alarm. The insulin pump had minor scratches on display window and cracked reservoir tube lip. No moisture damage on electronic noted.